Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unk), who was presenting a heart rate of 70 beats per minute (bpm), but the device incorrectly displayed a heart rate of around 150 bpm and then a heart rate of around 50 bpm. There was no indication of any adverse effect on the pt as a result of the reported malfunction.